Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd intima-ii leaked. The following information was provided by the initial reporter: "fluid leakage was found when intravenous indwelling needle was used, and the intravenous indwelling needle was replaced immediately without affecting the treatment."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd intima-ii leaked. The following information was provided by the initial reporter: "fluid leakage was found when intravenous indwelling needle was used, and the intravenous indwelling needle was replaced immediately without affecting the treatment."

Event description:
It was reported that a bd intima ii¿ IV catheter prn adapter leaked. The following information was provided by the initial reporter: "fluid leakage was found when intravenous indwelling needle was used, and the intravenous indwelling needle was replaced immediately without affecting the treatment ".

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that a bd intima ii¿ IV catheter prn adapter leaked. The following information was provided by the initial reporter: "fluid leakage was found when intravenous indwelling needle was used, and the intravenous indwelling needle was replaced immediately without affecting the treatment ". D.1. Medical device brand name: bd intima ii¿ IV catheter prn adapter. D.3. Medical device manufacturer: becton dickinson medical devices co., ltd. Suzhou d.4. Medical device catalog #: 383069. D.4. Medical device lot #: 7356283. D.4. Medical device expiration date: 1/18/2021. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson medical devices co., ltd. Suzhou. G.4. PMA / 510(k)#: na. H.4. Device manufacture date: 12/22/2017. H.6. Investigation: a device history review was conducted for lot number 7356283 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.